Event description:
A surgeon reported having a pt who reports glare and halos following bilateral intraocular lens (iol) implant surgeries. Additional information has been requested. There are two medical device reports for these events; this report is for the left eye.

Manufacturer narrative:
The product has not been rec'd for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 12/02/2010 and 12/03/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).